Event description:
It was reported that about 1 year before, the patient underwent the surgery with the g3 nail. On (B)(6) 2015, the patient felt the pain in the hip. The surgeon is planning the revision surgery for the patient.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown g3 long nail. The disposition of the device is unknown at this time. If additional information becomes available it will be provided on a supplemental report. Disposition unknown.